Event description:
Customer reported leak at male luer/tubing interface was observed during morphine infusion. Customer reported no patient injury occurred. Although requested, additional information was not available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 19 2007. A request for the return of the device has been made. Should the reported device be returned and evaluated, a follow up report will be submitted. The manufacturing facility has been made aware of this report though baxter¿s complaint management tracking system. The manufacturing facility will continue to monitor similar report for possible trends.